Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  exhibited shorter than expected longevity estimate due to a programmer software estimator error.  The programmer remains in use.  No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.